Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment on 3 january 2017. The representative reported that the screws on the dongle were sheared. The dongle was then replaced by the representative. The imaging system then passed the system checkout and was found to be fully functional. The suspect dongle has not been received by the manufacturer for analysis.

Event description:
A site representative reported that, while outside of a procedure, when moving the imaging system the system entered the emergency stop function without prompt from the user. The site was able to clear the e-stop and move the imaging system. Preliminary troubleshooting found a loose dongle connection and a damaged screw on the imaging system. No additional information was provided. There was no patient present when this issue was identified.